Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump kept alarming unexpected restart while customer was at work. Customer did know blood glucose level at the time the device alarmed. The insulin pump also alarmed external ram crc error. Customer was wearing the device when the alarms occurred. Customer was advised the device need to be replace and to monitor the device until the new device arrived. Customer also mentioned he was hospitalized on (B)(6) 2015. Customer initially thought it was hospitalized due to his intense pain he gets in his groin. However, the cause was diabetic ketoacidosis but customer wasn't sure. Blood glucose level at the time of admission was 184 mg/dl. Customer stated the device had been dropped and since then the alarms have been reoccurring. Customer agreed to return the device for further analysis.